Event description:
A patient reported experiencing inaccurate erratic results with an original basic meter. The patient's blood glucose results were 224, 80, 197 mg. Tests were done within a few minutes with a difference of 51%. Patient did not experience any adverse events. Additional information by "ccr" copied and pasted below. Customer using expired strips 5/2001-educated.